Event description:
It was reported that the programmer's touch screen was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a broken touch screen and therefore the overlay was replaced and the stylus recalibrated. Analysis also found that the system fan was inoperable, the keyboard cable was damaged and that the analyzer signal functional test was out of specification, and therefore the fan, the keyboard and the link electronic module (lem) board were replaced and the lem board was also calibrated. Concomitant: product ID 229047 software analyzer. (B)(4).